Event description:
Healthcare professional reported "a previous left side small seroma with capsular tear with significant soft tissue swelling. No evidence of infection, silicone implant intact with capsular contracture baker IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.